Event description:
The subject programmer was returned for analysis, but no information was provided regarding the reason for repair.

Manufacturer narrative:
(B)(4).

Event description:
The subject programmer was returned for analysis, but no information was provided regarding the reason for repair.